Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of infection, which is addressed in the product labeling under general surgical risks. It was noted during surgery that the surrounding tissue was dark, consistent with metallosis. Deformation of locking features during assembly of the pts and tibial tray potentially resulted in increased micromotion between the two devices.

Event description:
Index surgery: (B)(6) 2014. Revision of optetrak knee components due to infection.

Manufacturer narrative:
Pending engineering evaluation. Pending evaluation.

Event description:
Index surgery: (B)(6) 2014. Revision of optetrak knee components due to infection.